Event description:
It was reported that on the same day the catheter was inserted, air was noticed in the extension line (distal or proximal). At the same time, a blood leak was noticed from the insertion site. As a result, the catheter was exchanged. There were no reported patient complications. Additional information received from arrow (B)(4) on 03/30/2010 stated that an air bubble was noticed in the flow of solutions visible in the extension line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.